Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler unit shut down. The user reported, upon restarting the unit, a "wrench" symbol appeared on the display and the unit shut down again. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.